Event description:
It was reported that a tunneling rod broke inside a pt. The lead was connected to the tunneling rod in order to pull it through the fascia to the pocket site. Part of the tunneling rod's end snapped off and it snagged on the fascia. The company rep confirmed that the pt was ok and no intervention was needed. The procedure proceeded as normal. The piece of the tunneling rod that broke off was not found. It was perhaps 2cm x 0.2cm in size. It will not be removed.